Event description:
Additionally, the event resolved 2 weeks later.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the lips with 2 syringes of juvéderm vollure¿ xc. The patient presented 8 days later with ¿lumps and bumps¿ at the injection site that were ¿hard and painful" and later specified it as "inflammatory nodule." The patient was treated that day with hyaluronidase x3. A week later, the patient received hyaluronidase, k-40, and 1% xyloy and again 11 days later. The event is ongoing.